Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the broken fiber optic assembly. Performed and passed all functional and safety tests to factory specifications and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The defective components were received for further investigation. The national repair center installed the fiber optic connector into the cardiosave test fixture serial number and tested the fo sensor connector to factory specifications per the cardiosave service manual part number 0070-00-0639 revision n. The nrc verified the failure of the fo sensor connector failure "cracked connector" retaining the fo sensor connector in the nrc per procedure.

Event description:
N/a.